Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that during a rotator cuff repair, as the surgeon was attempting to insert the anchor, the tip of inserter fractured and was unable to be removed from the patient's bone. Patient has retained a foreign body.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure, as the surgeon was attempting to insert the anchor, the tip of inserter fractured and was unable to be removed from the patient's bone. Patient has retained a foreign body. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Complaint sample was evaluated and the reported event was confirmed. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Product was returned to the complaint technician and photos were taken. In reviewing the photos, the implant tip has fractured. Dimensional analysis cannot be performed due to the damage to the implant and the missing piece that remains inside the patient. Upon review of the material properties of the inserter, it is confirmed to be biocompatible and has been successfully deployed in humans implants in the past. There is a potential risk of migration from the insertion site associated with having a fragment of the nitinol inserter. Without the opportunity to be present at the time of surgery root cause of the fracture cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.